Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements. Insulation damage was suspected, but not confirmed. A revision procedure was performed where the ra lead was surgically abandoned and the ICD remained implanted. No additional adverse patient effects were reported.